Event description:
Patient reported right side "observed solid irregular and hyper echogenic accumulations of cotton aspect and pseudo-nodular appearance that suggest an incipient bilateral intra prosthetic degenerative state. Small unspecific axillary lymphadenopathies" and signs of intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "observed solid irregular and hyper echogenic accumulations of cotton aspect and pseudo-nodular appearance that suggest an incipient bilateral intra prosthetic degenerative state. Small unspecific axillary lymphadenopathies" and signs of intracapsular rupture." Device has been explanted and replaced.